Event description:
After implantation, it was noted that the stepping motor within the inlet valve came off from the base. The device is still in the patient's body. No revision done.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device still implanted.